Event description:
It was reported that during an unknown procedure clips jumped out of the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/21/2007. Information anticipated, but unavailable at this time.